Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿seven fluoroscopic videos were provided. All seven videos were taken during active use of the third cds (reported for cowl during lock line removal), with the seventh video presenting a collage of the first six videos with denotations indicating the actions performed during each video. In each video, the first two implanted clips can be visualized; however, due to the angle of the fluoro view and overlapping nature of the three clips the posterior facing clip arm of the middle and medially implanted clip cannot be visualized. As such, it is difficult to discern and estimate the clip arm angles. In the first two videos provided, denoted with "lock line half way out" in the seventh video, the clip of the third cds is attached to the l-lock shaft of the delivery catheter (dc) and appears to have an arm angle of ~60°. Presumably, the videos were taken during active lock line removal in which it was observed the clip opened, aligning with the reported incident details. While there was no cine provided of the third clip prior to lock line removal for comparison, it is assumed the clip was in a fully closed position (~10°) per the instructions for use prior to lock line removal. As such, the first two videos confirm the reported cowl of the third clip during lock line removal, specifically. In the third video, denoted with "fully closed clip after cowl" in the seventh video, the third clip appears to be fully closed (= 10°) with the clip arms almost perpendicular to the l-lock shaft. This indicates that the user reclosed the clip after the cowl was observed during lock line removal which is in accordance with the IFU; it should be noted that it the reported incident details did not capture the reclosure of the third clip after the cowl occurred. In the fourth video, denoted with "faa after cowl" in the seventh video, the clip arms remain in a fully closed position of ~10° - 20°. Presumably, the fourth video was taken after efaa was conducted. A potential clip arm closure of = 10°, as observed in the third video, would require active tension on the clip by the internal actuator assembly and arm positioner, such that conducting efaa would expectantly result in the lock mechanism settling and the clip arms relaxing to ~10°. Unlike the cowl event that occurred during lock line removal, which presented with an arm angle change > 10°, the change in arm angle between the third and fourth video is not indicative of a cowl event. The fifth and sixth video were taken post deployment (mechanical separation) of the third clip, with the l-lock shaft detached from the clip and retracted. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, there is no apparent change in the arm angle of the third clip between the fourth video (taken after efaa, prior to separation) and the fifth/sixth video (taken post deployment/separation). Based on the videos provided, the third cds experienced a cowl during lock line removal; however, the user was able to recover by reclosing the clip and proceeding with deployment, per the IFU. These troubleshooting maneuvers were successful as the third clip was able to be reclosed and maintained a closed state post deployment. There was no pre-deployment cine of the second clip (reported for cowl post deployment) provided. As such, no assessment or comment regarding the pre-deployment state of the second clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made.¿

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report clip opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. One clip was successfully deployed on the mitral valve. To further reduce mr, an xtw clip (30119r1015) was deployed. However, after implanting the clip, it was observed to open to roughly 60 degrees. It was then observed the clip detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). This caused mr to increase to a grade of 4. To stabilize the slda, an additional xtw clip (30119r1017) was placed on the mitral valve. However, while removing the lock line (ll), it was observed the clip opened to roughly 70 degrees. The clip was noted to be stable on the leaflet; therefore, it was deployed, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.